Event description:
A customer reported getting a glucose reading of 157 mg/dl on her freestyle freedom lite meter that was higher compared to a reading of 57 mg/dl obtained on a hcp meter. She further reported she felt weak and disoriented when paramedics were called and upon arrival treated customer with IV fluids, sugar water and a peanut butter sandwich. The customer was reportedly transported to a local hospital where she was diagnosed with hypoglycemia and received unknown IV fluids. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. The reported reading of 157 mg/dl was not found in the meter's memory log at the time of the reported medical incident on (B) (6) 2010 at 1:00 am; however, the reading of 92 mg/dl was located.